Event description:
It was reported that during an implant attempt, the catheter could not reach the target position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned, analyzed, and no anomalies were found. It was also noted that there was blood on the catheter, there was mechanical damage on the catheter, and the catheter was damaged at implant. (B)(4).